Manufacturer narrative:
Unique device identification (UDI) updated to proper value. A medtronic representative went to the site to test the equipment. The representative reported that the back panel bracket was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect bracket has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The rear bracket panel was returned to the manufacturer for evaluation. Visual inspection found that the pendant connector thumb screw was damaged.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the keyhole and key were replaced to resolve the reported issue. The representative reported that while on-site that the power cord for the viewing station of the imaging system was missing a ground prong and that a replacement was shipped. The suspect keyhole and key have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system power key broke inside of the keyhole. It was reported that the key could not be turned following the reported issue. There was no patient present when this issue was identified. No additional information was provided.